Event description:
It was reported that, "when being sure all set screws and ball joints were loose on each connector prior to implantation there was a metal shard spotted on one of the small connectors. It was immediately placed off the sterile field to assure non-implantation."

Manufacturer narrative:
Additional information has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.